Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Additional concomitant medical products: item # 650-1055, head, lot # 176230; item # 650-1064, taper sleeve, lot # 190690. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-08340, 0001825034-2018-08341.

Event description:
It was reported that a patient underwent a revision surgery approximately 8 months post implantation due to pain, popping, and implant fracture. Approximately 3 months prior to the revision surgery, the patient presented with recurring pain and popping in the hip. An aspiration was performed which yielded 80 cc of fluid. Approximately a month later the hip was still swollen. An additional aspiration was performed, which yielded 100 cc of fluid. Cultures were negative for infection. During the revision, a pseudotumor was found with dark fluid, which destroyed the usual tissue planes. It was also discovered that the femoral head was fractured. All fragments were removed. Attempts have been made, and no further information was available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.